Manufacturer narrative:
The explant date is currently unknown, the information was requested and if is provided in the future, a supplemental report will be submitted. This report is report is being submitted to correct the: UDI incomplete field is incomplete, if we are able to obtain the complete UDI string in the future, a supplemental report can be sent. Initial reporter email field (e1) in section e, initial reporter. Outcomes attrib to adv event (b2) in section b, adverse event/product problem. Additional information: explant date (d6b) in section d, suspect medical device.

Event description:
It was reported that a patient with an insertable cardiac monitor (icm) experienced erosion and pain at the implant site. The patient wants the icm to be removed without plans for reimplantation. No additional adverse patient effects were reported. The icm had migrated, leading to it confirmed the icm was explanted.

Manufacturer narrative:
The explant date is currently unknown, the information was requested and if is provided in the future, a supplemental report will be submitted. This report is report is being submitted to correct the: 1. UDI incomplete field is incomplete, if we are able to obtain the complete UDI string in the future, a supplemental report can be sent. 2. Initial reporter email field (e1) in section e, initial reporter. 3. Outcomes attrib to adv event (b2) in section b, adverse event/product problem. Additional information: explant date (d6b) in section d, suspect medical device. (B)(6) 2025 - this report is report is being submitted to correct the: 2. Evaluation conclusion codes (h6) in section h, device manufacturers only.

Event description:
It was reported that a patient with an insertable cardiac monitor (icm) experienced erosion and pain at the implant site. The patient wants the icm to be removed without plans for reimplantation. No additional adverse patient effects were reported. The icm had migrated, leading to it confirmed the icm was explanted. The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that a patient with an insertable cardiac monitor (icm) experienced erosion and pain at the implant site. The patient wants the icm to be removed without plans for reimplantation. No additional adverse patient effects were reported. The icm had migrated, leading to it confirmed the icm was explanted. The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Manufacturer narrative:
The explant date is currently unknown, the information was requested and if is provided in the future, a supplemental report will be submitted. This report is report is being submitted to correct the: 1. UDI incomplete field is incomplete, if we are able to obtain the complete UDI string in the future, a supplemental report can be sent. 2. Initial reporter email field (e1) in section e, initial reporter. 3. Outcomes attrib to adv event (b2) in section b, adverse event/product problem. Additional information: explant date (d6b) in section d, suspect medical device. 11/10/2025 - this report is report is being submitted to correct the: 2. Evaluation conclusion codes (h6) in section h, device manufacturers only. This supplemental 03 - updated the h6 patient codes row 2 of device manufacturers only tab.

Manufacturer narrative:
The explant date is currently unknown, the information was requested and if is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a patient with an insertable cardiac monitor (icm) experienced erosion and pain at the implant site. The patient wants the icm to be removed without plans for reimplantation. No additional adverse patient effects were reported. The icm had migrated, leading to it confirmed the icm was explanted.